Event description:
It was reported that the device was not working properly two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. During the procedure the physician observed a crack in the tube causing a fluid leak. Following the procedure the patient improved.

Manufacturer narrative:
The returned device was analyzed and the reported allegations of fluid leak and hole in tubing was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. During analysis did identify wear down to the filament but no leaks were identified.

Event description:
It was reported that the device was not working properly two weeks prior to the revision procedure with an inflatable penile prosthesis (ipp). The ipp pump was explanted and a new ipp pump was implanted. During the procedure the physician observed a crack in the tube causing a fluid leak. Following the procedure the patient improved.